Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 40 to 25 mg/dl at the time of the incident. The customer was at 229 mg/dl at the time of the call. The customer reported the up and down arrow buttons were not working, and that the reservoir came out of the pump on (B)(6) 2018 and they put it back in the pump. The pump injected 20 units of insulin into the customer causing the low. The customer used food and was given juice and food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08770 inches. Unit was received with intermittent up arrow button due to flattened dome switches (no crease). No unlocked lcd keypad connector. Unit was received with minor scratched display window, case and keypad overlay. P-cap/reservoir locked properly during testing.